Manufacturer narrative:
(B)(4). The pump was received with a scratched case, a cracked keypad overlay, a pillowing keypad overlay and a serial number label fading. The test reservoir does lock properly inside the reservoir tube. The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and device accuracy test at 0.08710 inches. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed transmitter connection successful. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. However, hardware low level failures alarm (variableinfo=03) during self test and confirmed in the pump history due to broken trace on keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump lost communication with transmitter. Sensor received not connected alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.